Manufacturer narrative:
(B)(4) - patient unhappy with vision, surgical procedure, secondary, explanted. (B)(4).

Event description:
It was reported that the surgeon inserted an icm120v4 12.0mm implantable collamer lens on (B)(6) 2010 and the patient was not satisfied with vision. The lens was exchanged for a toric icl at the patient request and this resolved the problem.